Event description:
Discordant elevated tacrolimus results were obtained on a patient's samples. The results were reported and questioned by the physician. The samples were tested by an alternate methodology and lower results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the discordant elevated tacrolimus results. There was no report of adverse health consequences as a result of the discordant elevated tacrolimus results.

Manufacturer narrative:
The cause of the discordant elevated tacrolimus results for the individual patient is unknown. The complaint requested information on potential causes of individual patient bias versus the alternate methodology, lc/ms. The pattern of dimension results relative to dosage changes is suggestive of patient specific, non-specific antibody binding. The instructions for use for tacrolimus flex reagent cartridge contains information on potential causes of result bias. In the other limitations section it is noted: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. Antibodies to ss-galactosidase can be encountered in samples as a consequence of bacterial infection and may produce falsely elevated results which may not be consistent with clinical evaluation. The assay has been designed to minimize interference from antibodies to ss-galactosidase. In very rare instances, immunoassays may produce falsely elevated or decreased results due to other patient-specific interferents. Complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage. For patients with impaired liver function and patients receiving other drugs which may induce or inhibit microsomal enzyme activity, the routine use of the dimension® tacrolimus assay may be supported by hplc data to assess possible changes in biotransformation and elimination. The most effective means of ensuring adequate immunosuppression therapy for solid organ transplant is monitoring tacrolimus concentrations in whole blood and interpreting the concentrations in conjunction with other laboratory data and clinical considerations. The clinical response to tacrolimus therapy may not correlate well with administered dose. Factors affecting tacrolimus concentrations include the age of the patient, nature of the transplant, preexisting health conditions, and the co-administration of tacrolimus with other drugs. The use of tacr flex reagent cartridges for heart transplant patient monitoring is not indicated in the product instructions for use which states: the tacr method is an in vitro diagnostic test intended to quantitatively measure tacrolimus in human whole blood on the dimension® clinical chemistry system. Measurements of tacrolimus are used as an aid in the management of tacrolimus therapy in kidney and liver transplant patients.